Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that day the patient experienced a blood glucose of 64mg/dl, with blurred vision, associated with an alleged loss of prime issue. Reportedly, the patient remained on the pump, and self treated with glucose tablets and food and/or drink. During troubleshooting with customer technical support, it was revealed the patient was not disconnected when they filled the cannula and checked the small prime volumes, which lead to 6.7 units of insulin being infused. The patient¿s insulin sensitivity factor was set to 60mg/dl. The patient was educated on disconnecting the tubing while priming, and to only fill the cannula when the site is being changed. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.